Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on january 23, 2018: at the start of an evlt procedure, when the laser fiber was locked into the sheath, the fiber fractured. The device was set aside and a new of the same was used to complete the procedure. The patient was not harmed or injured due to this event. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch fiber. A visual review of the fiber noted that the fiber was broken into two pieces. The device met manufacturing dimensional specifications for this device. Functional testing could not be performed due to the condition of the returned device. The customer's reported complaint description of fiber fracture is confirmed. A definitive root cause for the fracture cannot be determined, however, it does not appear to be manufacturing related. The most likely root cause is handling damage after the device left the manufacturing facility. A lot history records search for the nevertouch kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).